Manufacturer narrative:
Corrected data: product problem- removed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced periodic elevated blood glucose levels reaching 482 mg/dl and had ketones. Contact stated that they believe the settings recommended from their health care professional were not adequate to control the customer's blood glucose level. Customer changed the pump supplies and delivered an injection to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with their health care professional.